Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump failed to alarm no delivery when she discovered a bent cannula. The patient's blood glucose at the time of incident is unknown; however, she did have recent blood glucose values of 337 mg/dl and 243 mg/dl. Troubleshooting was declined for the absence of no delivery alarm. The customer changed the infusion set and reservoir and treated via manual insulin injection. No products were returned or replaced.